Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).

Event description:
It was reported that prior to use, the patient unit of the ventilator detached from its carrier and was found hanging by its cables and hoses. There was no patient involvement. (B)(4).